Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 302995 batch#: 3201491, 2299332. It was reported that the bd syringe 10ml ll s/c 200 had visible silicone. The following information was provided by the initial reporter: rcc received a complaint via email. The silicone oil (lubricant) used on the bd part is forming a viscous ¿complex¿ particle with reconstituted drug product in wfi inside the vial, resulting in failed / out of spec for visual appearance - particles. This syringe is used in conjunction with a 21g needle to inject wfi into a glass vial through the stopper to reconstitute lyophilized product. This part number has been used for several years in this process with no silicone particles observed in the vial after reconstitution. This year in (B)(6)2024 is the first time when the silicone-based particles have been observed in our vials using this component. This issue has not yet been resolved. Silicone particles immediately observed after reconstitution with water for each event listed. Was affected product used on a patient? No

Manufacturer narrative:
(B)(4). Silicone visible. Ten photos were provided to our quality team for investigation. Two photos show one syringe in the package with the applicable batch number on the package viewed from the top web with all applicable product information visible. Two photos show a photo labeled as silicone under extreme magnification. Six photos show the stopper from a close-up view with silicone visible on the stopper, the reported condition cannot be confirmed from the photos received. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the photos received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 3201491. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.